Manufacturer narrative:
(B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as ¿uneven silicone¿ was found on the surface of a bd angiocath¿ plus IV catheter before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. One photo was returned for investigation. We are unable to determine any abnormalities observed in the returned photo as the photo was not clear. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: the nonconformance cannot be confirmed as no sample was returned for investigation.